Event description:
It was reported that revision surgery was performed due to groin pain and elevated metal ion levels in serum. Metallosis reportedly noted. The devices were implanted in (B)(6) 2008.

Manufacturer narrative:
The use of hemi head with a bhr resurfacing acetabular cup in the USA constitutes an off-label application of the devices.